Event description:
The patient reported having problems with the administration of their medication. The pump is running slower than usual. The pump is several years old. The patient may need a new pump. It is unknown if the doctor is aware. No further information provided. Reported to (B)(6) by pt/caregiver.

Event description:
The patient reported having problems with the administration of their medication. The pump is running slower than usual. The pump is several years old. The patient may need a new pump. It is unknown if the doctor is aware. No further information provided. Reported to (B)(6) by pt/caregiver.